Event description:
The user facility reported that the case involved fixing an iliac artery. A 6 french (fr) angio-seal was placed in the superficial femoral artery (sfa) and appeared to shut down the common femoral artery (cfa). The doctor stated that he had no images. Upon ultrasound examination, the doctor noted that a thrombus had accumulated around the angio-seal. The doctor treated the thrombus with a balloon without any issues. The patient outcome was great, with no blood loss. Additional information received on 21 may 2025: the angio-seal provided hemostasis at the time it was placed. The issue was discovered several hours later. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The account states that there were no issues with insertion, deployment, or withdrawal of the device.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint can be confirmed for thrombus formation as reported by doctor. The exact root cause was unable to be determined. The likely cause of thrombus formation could be the location of the puncture site and the use of the angio-seal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).